Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-33778 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. H11: investigation summary: the information in this complaint pr (B)(4) has been evaluated. The batch 6005954 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test (flow test) 1 according to wi version 1 on reference samples, 5 samples out 5 samples passed the test. Device history record (DHR) review: the lot 6005954 was manufactured according to the wi version 111 manufactured in the line 1101/inset 9, on 09/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in data base on 20/jan/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6005954 and another 5 complaints have been registered in data base for the same lot 6005954 and malfunction code.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two kinked cannula events on (B)(6) 2024 . The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.